Event description:
Related manufacturer reference number: 2017865-2022-11254. Related manufacturer reference number: 2017865-2022-11263. It was reported that the patient was brought into the hospital for a pacemaker system changeout. The pacemaker and the right atrial (ra) lead exhibited high capture thresholds and the right ventricular (rv) had an abnormal pacing impedance measurement. The pacemaker, ra and rv leads were explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events for high thresholds and abnormal pacing impedances were not confirmed. A complete lead was returned and received in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage.